Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the dso sensor and tubing connection, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the product had a no disposable pump and won't run. Air noted. Reservoir volume 93.9, rate 2.3, given 12.15. Patient not affected. No product is available for return. No additional information is available.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.